Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet could not be awakened despite multiple presses of the wake/sleep button and an attempted forced wake while on the charger, after which charging for approximately 20 minutes allowed the device to wake and proceed through setup and connection to the ilet mobile app. Symptoms included prolonged hyperglycemia indicated by a dexcom g7 ¿high¿ reading lasting about eight hours without ketone testing, without medical intervention, and without acute clinical effects. Outcomes included the need for backup insulin therapy totaling 6 units and temporary inability to use the ilet until it charged sufficiently to wake. Investigation included guided troubleshooting with the user, on-charger wake attempts, and subsequent successful device activation and app connection after charging. Investigation of this case revealed an initial failure to power on or wake that resolved with adequate charging, consistent with a power state/wake responsiveness issue of the user interface button and battery state. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction under low battery conditions resulting in a device that would not initially wake until charged, with no evidence of a persistent hardware malfunction.